Event description:
At 1 year and 6 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor head and medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 december 2021: lot 1908279: (B)(4) items manufactured and released on 23-oct-2019. Expiration date: 2024-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events